Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, opening, weight to the spec, crease fold, wear abrasion, black particles on the surface of the shell. A microscopic analysis was performed which identify, sharp edge broken assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as unidentified (tear) opening.

Event description:
Healthcare professional reported, a left side rupture and pain. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Healthcare professional reported a left side rupture and pain. The device has been explanted.